Manufacturer narrative:
H11: powerloc lite are a device that are not sold or registered in the united states, an initial MDR was not needed for this device. This is a supplemental report to retract our initial submission.

Event description:
It was reported that during preparation for maintenance of an infusion port for a cancer patient, the charge nurse discovered that the needle cap had separated from the needle of a single-use implantable drug delivery device. The nurse promptly identified the issue. The timely detection resulted in no harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.